Event description:
It was reported that the right ventricular (rv) lead exhibited noise, a high number of short interval counts (sic), and an increase in threshold. Non capture was noted along with a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2015 performance data revealed a lead warning due to low impedance down less than 300 ohms and oversensing due to a possible insulation breach.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).